Manufacturer narrative:
The investigation into the reported low pump flows was completed. The device was returned for evaluation. Visual inspection of the pump revealed no issues. Functional testing of the pump did not observe any suction alarms and flow were in the specific flow rate at each p-level. Analysis of the data logs confirmed many suction alarms occurred. Based on the available information, the root cause of the low pump flow issue most likely was patient condition related. This report is being filed as part of a retrospective review of historical records. The failure modes will be monitored and trended.

Event description:
The user facility reported that a 63-year-old male patient implanted with the impella 5.5 for mechanical circulatory support experienced low pump flow. Upon implant of the device, the p level was slowly ramped up to p4. Once the p level reached p5 suction was immediately obtained with resolution at p4.transesophageal echocardiogram (tee) showed the device placement to be appropriate. Volume given as physician thought the issue could be volume related however, the low pump flows persisted. 10,000 u of heparin was administered prior to implant so clot was not considered an issue. The device was eventually explanted and replaced with an impella cp. Impella cp was flowing p7 and 3.2l with no suction. There was no reported harm to the patient.